Manufacturer narrative:
This supplemental is being submitted to report the investgation results. Please see updates to sections:g1, g3, g6 and h6. Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The investigation is still in process. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive using ID now covid-19 assay performed on (B)(6)2021. Confirmation testing was done on (B)(6) 2021 and the results came back negative. The customer stated that the patient has previously had covid-19 and is fully vaccinated. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection of other viruses. Due to high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in cleaning section of the user manual. Due to risk of a false positive result leading to possible exposure of covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment, and/or inappropriate treatment with antiviral medication, the incident shall be considered reportable.